Event description:
The customer reported that alinity c co2 quality control level 2 was failing. The customer replaced the co2 reagent and recalibrated and ran qc and it failed. The field service engineer (fse) was on site and performed some troubleshooting to the instrument (ac01391). The fse observed falsely depressed alinity c co2 results over multiple analyzers at lancet richmond. There were a total 3354 co2 tests performed from (B)(6) 2022 to (B)(6) 2022 of which 2081 tests flagged low (62%). After some troubleshooting, the percentage dropped to 31% of co2 tests running low. The customer was looking into an alternative assay to use on the alinity c processing module. The customer started comparing the alinity c co2 assay to the randox udr assay (rco2). The following data was provided by customer (normal range: 22-29 mmol/l) sid (B)(6). Sid (B)(6). Sid (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6), (B)(6), (B)(6) (3 different patient samples) all available patient information is included. Additional patient details are not available. Postal code: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer (fse) was on site and performed some troubleshooting to the instrument (ac01391). The fse observed falsely depressed alinity c co2 results over multiple analyzers. There were a total 3354 co2 tests performed from (B)(6) 2022 to (B)(6) 2022 of which 2081 tests flagged low (62%). After some troubleshooting, the percentage dropped to 31% of co2 tests running low. The complaint activity was reviewed did not identify an increase in complaint activity for the current issue. Return testing was not completed as returns were not available. Tracking and trending did not identify any trends related to the issue. The device history records were reviewed and did not identify any non-conformances or deviations related to the complaint issue. File sample analysis was not performed as the issue appears to be isolated to the combination of reagent lot 59913uq05 and instrument (ac01391). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity c carbon dioxide reagent lot 59913uq05 was identified.